Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the sieve beds are contaminated with foreign substance. Additional malfunctions are the 4-way valve and filters are contaminated, the gear clamp for the manifold is loose, and the muffler assembly for the manifold is clogged.